Event description:
A home pt's "support worker" contacted baxter technical svc ctr for assistance during dwell 5/6 of the home pt's automated peritoneal dialysis therapy. Reportedly, the pt line of the homechoice set became disconnected from the home pt's transfer set during therapy. Baxter's technical svc ctr assisted the "support worker" in ending therapy early. Therapy was completed via manual exchanges. Per baxter the pt had to go to the hosp for antibiotic treatment following the event.